Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the cap of one tube was deformed. No patient impact reported.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Bd received two [2] photos for investigation. The photos were reviewed and the indicated failure mode for damaged/disfigured cap was observed. Additionally, one hundred (B)(4)retention samples from bd inventory were evaluated by visual examination and the issue of damaged/disfigured cap was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged/disfigured cap based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the cap of one tube was deformed. No patient impact reported.